Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 04-may-2026, it was reported by a sales representative via phone that an ar-3636 knotless fibertak has a knicked suture. The device was reported to have broken easily when implanting the knob mechanism, breaking the sutures. Another ar-3636 knotless fibertak was used to complete the case. This occurred during insertion in a case on (B)(6) 2026. There was no patient impact or additional anesthesia administered to the patient.